Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e3. Additional information added to field d8, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 05 years since the subject device was manufactured. In speaking with the olympus technical assistance center (tac), the customer reported that the image was not displayed on the monitor. The customer already tried different video cabling, swapping with second monitor, and different connectors in tower, and the issue happened again following the monitor, using the different cabling and video. The tac informed customer that since they ruled out the connectors in tower and video cables, there is no further troubleshooting that can be done and instructed to discontinue using monitor and proceed to send it in for repair. The device was not returned for physical evaluation. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the high-definition liquid crystal display monitor displayed intermittent flickering and image blackout. Customer's follow-up stated that the flickering was not caused by the monitor. They are working with a third party to figure out where the issue is. The monitor was sent in for repair and evaluation.